Event description:
Note: this report pertains to the first of the two devices used during the procedure. Medwatch report 2126666-2015-00039 captures the second device. While doing ureterosurgery and using acmi micro 6, we used 2 zipwire and had issues with them both fraying. (We are sending scope out to be checked also).

Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date it appears clinical and or procedural factors may have impacted on the reported event. If there is any further relevant information provided, a follow-up medwatch report will be provided.